Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01742.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed the initial smart coils in the target vessel using the handle. Next, the physician advanced another smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. It was reported that the pusher assembly of the smart coil had broken off inside the handle. Therefore, the smart coil was removed, and the handle was no longer used for the remainder of the procedure. The procedure was completed using additional smart coils and another handle. There was no report of an adverse effect to the patient.